Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing, the pump failed volume test. No patient injury reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the device's event history log. Three accuracy tests were conducted for functional testing. Upon review, the reported problem was duplicated. It was determined that the bad expulsor was the root cause. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(4).